Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:09; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of an infusion pump with failure code 814:09 was confirmed by service. The cause of the reported condition could not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.